Event description:
Report received of a non-delivery of methadone. The pump was programmed in the continuous mode to deliver methadone 10mg/mg, at a rate of 65mg/hr. It was reported that the homecare patient contacted the nurse and reported that home patient was experiencing inadequate pain relief. The nurse noted the pump was not infusing. No audible alarm was reported. The pump was replaced 12-14 hours later and the therapy continued with the replacement pump. There was no reported adverse effect to the patient. Though requested, no further information was available.